Event description:
It was reported that there was an issue with the wick sticking. The unit failed the water test. I let the patient know it's been over 60 days since they changed out the accessory kit. I explained to the patient that changing out the accessory kit is necessary, so the pure wick can function to the best of its abilities. I let the pt know we can replace the two wicks that didn't stick but she should think about changing the kit. Pt said they will think about it and call back. Troubleshooting was performed and the issue was not resolved\ no medical impact or medical intervention reported. Per follow-up via email 08apr2026, physical sample not available for used wick and available for unused ones. Patient developed uti due to nighttime leaking. Hospitalization and rehab required. Antibiotics were provided and eventually hospitalization. Male wicks leaked every night until different wicks from a different lot were used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.